Manufacturer narrative:
(B)(4). The devices were not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the devices are identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that spectrum pumps have experienced similar general issues of under infusions (medication, programmed amount and delivery rate unknown). The customer reported that "the new pump volumes especially where I/o's (inputs/outputs) are concerned may be inaccurate." Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Additional information was obtained by the customer on 1/27/2016. This information was added to the event description.

Event description:
It was reported that spectrum pumps have experienced similar general issues of under infusions (medication, programmed amount and delivery rate unknown). The customer reported that "the new pump volumes especially where I/o's (inputs/outputs) are concerned may be inaccurate." Additional information was obtained stating the customer was using a set with a backcheck valve at 999ml/hr. The sigma spectrum operator's manual contains specific warnings regarding flow rate limitations while using sets with backcheck valves. Any patient involvement, injury or medical intervention is unknown.